Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2016-02900. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were selected for use. During the procedure, it was noted that the burr became stuck on the rotawire. The devices were removed from the patient's body and the physician attempted to separate the burr from the rotawire; however, the issue was not resolved. The procedure was then completed with another of the same device. No patient complications reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr unit & the advancer unit were returned to site connected together. A guidewire was returned running through the rotablator device. The rotawire was noted to be kinked. The rotawire could be removed from the device. The handshake connection was inspected and no damage was noted. The annulus was microscopically examined and no issue was noted. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-02900. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 330cm rotawire and a 1.25mm rotalink plus were selected for use. During the procedure, it was noted that the burr became stuck on the rotawire. The devices were removed from the patient's body and the physician attempted to separate the burr from the rotawire; however, the issue was not resolved. The procedure was then completed with another of the same device. No patient complications reported and patient's condition was good.